Manufacturer narrative:
Examination of the returned set screw shows the characteristic "starburst" pattern on the underside of the screw which appears to be caused by repeated rod to set screw contact as the set screw rotates within the pedicle screw body. High resolution images revealed deeper concentric rings also located underside of the set screw. These are not typical of wear patterns previously identified. There is no evidence to indicate the origin of these marks, but there is also no indication that these marks negatively affect the performance of the set screw or construct. The leading set screw thread has significant damage, indicating that it was initially cross threaded upon insertion. Cross-threading is a common problem in the sacro-iliac region where screw insertion angles and rod bends become more extreme and therefore the correct set screw attachment angle is more difficult to access. The thread damage is limited to the first 90 degrees of thread, indicating that the insertion angle was corrected and that the set screw was not fully inserted while cross-threaded. This is also supported by the supplied post-op image which does not seem to indicate a malpositioned set screw. The amount of damage seen on the leading 90 degrees of the thread is fairly substantial and would have created some compromise to the amount of thread engagement. Cross threading the set screw forcibly bends the screw body, weakening the anchor and decreasing the its stiffness. Constructs of this length (t11 - s2) are subjected to very high loads, particularly at the base of the construct where this back out occurred. The combination of high loads on the implants at the base of the construct with a screw body which had been previously weakened due to initial cross-threading could have allowed enough movement to cause the set screw to disengage slightly from the rod and begin backing out. Once the set screw is slightly separated from the rod, back out can occur relatively quickly under normal physiologic motion.

Manufacturer narrative:
The arsenal set screw is currently in route from the international customer ((B)(6)). Upon receipt the implant will be evaluated and a follow-up submission provided.

Event description:
Revision surgery was conducted on (B)(6) 2016 to remove and replace an arsenal set screw at the s2. One month post-op x-rays revealed the set screw had backed out of position. The arsenal spinal fixation construct was originally implanted on (B)(6) 2016 from the t11 thru s2.